Event description:
Information was received that reported a patient was hospitalized in 2008, at 7:20 pm due to diabetic ketoacidosis. The reporter stated she vomited most of the day on the event date. She was admitted to the ER where upon admission her blood glucose was >500mg/dl. The patient was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.